Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, 80% stenosed lesion in the left anterior descending (lad) artery. It was reported that at the end of the case, during removal of the 014 ht versaturn guide wire (gw) from the anatomy, the gw became caught behind the implanted stent strut and when they guide wire was pulled back, it unraveled but remained in one piece. There was no separation of the gw, the implanted stent was fine/not damaged and the procedure was completed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported break and stretched coils were confirmed. The reported difficult to remove could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported and noted difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.